Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Oral-b brush heads break off [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2018 that for the third time, the head of an oral-b power oral care refill precision clean broke off; this last time it happened in his mouth. This was not the first time that the consumer had used this particular version of brush head. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
On 03-may-2018 investigation results: the reporter returned toothbrush head on 01-may-2018. Toothbrush head confirmed to be counterfeit.

Event description:
Report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2018 that for the third time, the head of an oral-b power oral care refill precision clean broke off; this last time it happened in his mouth. This was not the first time that the consumer had used this particular version of brush head. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.